Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9207664, medical device expiration date: 2024-07-31, device manufacture date: 2019-07-26. Medical device lot #: 8303508, medical device expiration date: 2023-10-31, device manufacture date: 2018-10-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd luer-lok¿ tip syringe from lot# 9207664, and 12 syringes from lot# 8303508, were found before use with incorrect label information. The following information was provided by the initial reporter: "warehouse has the following of 309653 that were purchased from you that are labeled wrong. Original po# lot# qty 4510748405 9207664 1 4510002971 8303508 12"

Event description:
It was reported that 1 bd luer-lok¿ tip syringe from lot# 9207664, and 12 syringes from lot# 8303508, were found before use with incorrect label information. The following information was provided by the initial reporter: "warehouse has the following of 309653 that were purchased from you that are labeled wrong. Original po# lot# qty 4510748405 9207664 1, 4510002971 8303508 12."

Manufacturer narrative:
H.6. Investigation: no sample was provided. Based on the investigation, there was a confusion during the implementation of the 50ml, it was requested to move the sap back to 60ml until all the inventories were depleted at the distribution center. Products were produced as 50ml and labeled as 60ml based on above direction. Anyway, moving sap back to 60ml was not restricting the labeling to 50ml. The root cause of this issue was due to manufacturing process and the sap system limitations. Currently, the sap is back 50 ml and next production run is to labeled as 50 ml. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.